Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 573 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was unable to get their pump refilled and the pump was alarming due to an empty reservoir. It was noted that the patient was taking oral baclofen at the time of this report. No symptoms were reported. No further complications have been reported as a result of this event.